Event description:
It was reported that there was a change in how the stimulation felt and at the level stimulation was felt. It was noted that the change occurred in the last two weeks prior to report. The patient reported that they changed the "rate" which may explain the difference in how it felt. However, the patient used to keep it at approximately 3.60 and had it up to 4.90 with no real change in the amount of stimulation. It was noted that it was turned up to 8.0 and the patient still did not notice a change. The impedances were checked and they showed 4 and 7 > 10,000. It was noted that the patient was ¿stimmed¿ at 0+1-2+. It was noted that 0 and 1 were higher than the others so it was moved to 2+3- and the patient reported better stimulation coverage. It was noted that ¿it felt like it usually did¿ at about 4.6v. The patient was happy with stimulation and coverage and would follow up as needed. It was further reported that there was high impedance on two electrodes. The caller reported reading >10,000 ohms. It was noted that an ¿lcc¿ check was run through over the phone two days prior to report and it indicated 8 were ok. This indicated that system integrity was ok. Another manufacturing representative met with the patient two days later and two electrodes were >10,000 ohms. It was noted that none of these electrodes were used in the active program. It was further reported that there was increased pain in the left ankle and an undesirable change in stimulation. The severity was moderate. Diagnostic methods include device interrogation and the result was that the device needed to be reprogrammed. Interventions included reprogramming. Etiology was due to programming and was related to device or therapy. It was not related to implant procedure. The outcome was resolved without sequelae. Additional information received reported that increased pain in the ankle was removed from the event.

Manufacturer narrative:
Concomitant: product ID 389033, lot# j0546374v, implanted: 2005-(B)(6), product type lead, product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 37752, serial# (B)(4), product type recharger, product ID 748925, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 389033, lot# j0546374v, implanted: 2005-(B)(6), product type lead. (B)(4).